Manufacturer narrative:
H.6. Investigation summary: this memo serves to summarize findings on your recent complaint (B)(4) on product 261195 (dropper calcofluor white), lot number b006e094m, where it was observed that glass broke through the plastic bottle and caused a finger injury. Event description: " calcofluor stain ampule crystal pierced through the vial and cut a lab tech while he had soiled gloves on." Complaint history review: a review of past complaints on this product over the past 12 months does not indicate a trend on this issue. Device history record review: a review of the device history record does not indicate any manufacturing issues. Sample analysis: no photos or returns were available. The retention samples did not exhibit any defects. Evaluations results: based on the investigation, no defect was observed. There is no systemic failure in the manufacturing process and the retention samples were satisfactory. No complaint trend exists on this issue with this product. Investigation conclusion: based on the evaluation of the investigation, the complaint was not confirmed. It is recommended to follow the testing procedure as defined in the instruction for use (IFU) and squeeze the ampoule only once. As no deviations were observed in the investigation, no corrective or preventive actions are indicated at this time. However, bd will continue to monitor for trending. H3 other text : see h.10.

Event description:
It was reported that bd bbl¿ calcofluor white reagent dropper pierced through the vial and cut a lab tech while he had soiled gloves on. The following information was provided by the initial reporter: calcofluor stain ampule crystal pierced through the vial and cut a lab tech while he had soiled gloves on. No exposure to blood was reported. They do not believe so as the scientist had just changed his gloves.

Event description:
It was reported that bd bbl¿ calcofluor white reagent dropper pierced through the vial and cut a lab tech while he had soiled gloves on. The following information was provided by the initial reporter: calcofluor stain ampule crystal pierced through the vial and cut a lab tech while he had soiled gloves on. No exposure to blood was reported. They do not believe so as the scientist had just changed his gloves.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.